Event description:
It was reported to boston scientific corporation that a radial jaw 3 biopsy forceps device was used during a biopsy procedure performed on (B)(6) 2011. According to the complainant, during the procedure, when the forceps was opened, a snapping noise was heard. Subsequently, the jaws were unable to close. The device and scope were removed from the patient in tandem, the device distal end was cut, and then the forceps was removed from the scope. Reportedly, no biopsies were retrieved prior to this event. Additionally, the device was inspected and tested prior to use and no anomalies were noted. The procedure was completed with another radial jaw 3 biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Device code 430 is related to 1069 for the reported event of "snapping noise heard". The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Based on the evaluation findings that no pullwire damage was present, this is no longer considered an MDR reportable event a visual examination of the returned device found that the device was cut in two at the distal end. Both sections of the device were returned. The device did not present with any damage to the pullwires. Additionally, no issues were noted to the jaws/cups. No functional testing could be performed due to the device return condition. No abnormalities were noted with the device riveting and welding which were within specifications. The condition of the returned incident was not consistent with the complaint that the pullwires were broken. The complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a radial jaw 3 biopsy forceps device was used during a biopsy procedure performed on (B)(6), 2011. According to the complainant, during the procedure, when the forceps was opened, a snapping noise was heard. Subsequently, the jaws were unable to close. The device and scope were removed from the patient in tandem, the device distal end was cut, and then the forceps was removed from the scope. Reportedly, no biopsies were retrieved prior to this event. Additionally, the device was inspected and tested prior to use and no anomalies were noted. The procedure was completed with another radial jaw 3 biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.